Event description:
Per medical records, patient was injured in a work related accident on (B)(6) 2006. On (B)(6) 2006 patient presented with lower back pain bilaterally. Patient underwent l5-s1 interlaminar epidural steroid injection with epidurogram for annular tear at l4-5 and l5-s1 with small disk herniation at l5-s1. On (B)(6) 2007 patient presented with lower back pain. Post-op patient had stomach cramps and colonic distention with air fluid levels. The patient was diagnosed with herniated nucleus pulposus, l5-s1, with annular tear at l5-s1 and lower back pain. Patient underwent anterior lumbar interbody fusion (alif) at l5-s1 using placement of interbody fusion cage with rhbmp-2/acs, and placement of anterior spinal plate. On (B)(6) 2007 per medical records, imaging films showed well healing l5-s1 fusion. On (B)(6) 2008 per medical records, imaging films showed well healed l5-s1 fusion and new onset of right lower extremity numbness. On (B)(6) 2008 the patient presented with right lower extremity numbness. The patient underwent electrodiagnostic study revealing no evidence of any entrapment neuropathy, no lumbosacral radiculopathy or peripheral neuropathy involving the limb. On (B)(6) 2008 the patient underwent lumbar radiograph imaging which showed the fusion of l5-s1 to be well healed. There were no findings of adjacent segment degeneration. Per medical records, imaging interpreted as: ¿solid fusion at l5-s1 but with residual right lower extremity pain¿. It was alleged that the patient sustained nerve damage, weakness, numbness, tingling, and swelling.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.